Manufacturer narrative:
The third party service company did not submit a user facility/importer report to the manufacturer. (B)(4). The carefusion has dispatched a field service rep for the eval of the device. Once the device eval is completed, a follow up medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a third party service company rep. "No pt involvement. [Name removed] is not avea trained. He says that he started the vent up to test it and it failed the est [extended system test] and autocycles in adult default settings. He does not feel comfortable trouble shooting. He wants a warranty field service call performed."